Event description:
It was alleged that the cot allegedly failed to lower the wheels to the ground while transporting a heavy patient. It was alleged that a hospital staff member had a back strain injury from this event. It was alleged that the hospital staff member was treated on site and filed a workers compensation report. It has been reported that the hospital staff member is back on duty.